Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. : the synergy ous mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent section found that the stent was detached from the balloon and was not returned for analysis. The balloon cones were reviewed, and no issues were noted. There was evidence that the balloon was inflated and deflated. Stent crimp markings were visible on the balloon body indicating that the stent was crimped on the balloon prior to detachment. A visual examination of the tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual examination of the inner extrusion and mid-shaft section found no issues and there were no visible damages noted on the outer extrusion. However, functional testing of the device was performed during analysis. An attempt was made to inflate the balloon using a hand-held bsc encore inflation device. Inflation liquid was observed to be leaking at approximately 3mm distal of the port exit site/port bond, therefore the balloon could not inflate fully as pressure was lost through the shaft leak. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture and stent partial deployment occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 20mm synergy ii drug eluting stent was advanced to the target lesion. During inflation at 12 atmospheres, the balloon ruptured and the stent was only partially deployed. Another balloon was used for post dilitation. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture and stent partial deployment occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 20mm synergy ii drug eluting stent was advanced to the target lesion. During inflation at 12 atmospheres, the balloon ruptured and the stent was only partially deployed. Another balloon was used for post dilitation. There were no patient complications reported and the patient was stable.